Event description:
The c-arm will intermittently hang up during the boot cycle or after booting will reset itself, and go into a boot cycle all on its own. There has been no pt injury as a result of this problem.